Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Rotarex broken helix. Occured at obl physician had to snare out the device. No harm to patient.